Manufacturer narrative:
The hill-rom technician found the bed exit controls were the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2010-2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the bed exit controls to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the bed exit would not work. The bed was located in room 338 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).